Event description:
The customer reported that their device lost power during the daily device check. Later it was reported that the device would no longer power on. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). The contracted third party service technician evaluated the device and verified the reported failure. The service technician replaced the battery and observed proper device operation through functional and performance testing and the device was returned to the customer for use. The device was not returned to physio-control for evaluation.